Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was by the affiliate that the er320 clip ejected (not into the pt). Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.